Event description:
Five days prior to the receipt of this report, the patient underwent a thoracotomy (pulmonary artery banding) procedure wherein easyspray, ce was applied. Three days later the patient developed a two-stage pulse arrhythmia upon awakening. Analgesia was added and the patient was monitored. Circulation was stable. Two days later sedation was terminated and the two stage pluse did not reoccur. The following day the patient was transferred to a general medical unit. An echocardiogram was performed, and a small amount of pericardial fluid was found around the entire circumference of the heart. Diastolic dimension is less than 1mm. Two days after that, a follow up echocardiogram was performed, and a pericardial effusion was observed around the entire heart. The diastolic dimension was about 7 mm, which had rapidly increased compared to the day before yesterday. Emergency drainage was performed. A median subcutaneous incision of about 4 cm was made to reach the pericardial sac at the diaphragmatic plane, resulting in a clear red pale bloody pericardial effusion. The pericardial effusion drained approximately 35 ml. Since there was no persistent bleeding in the pericardial sac, a 15fr drain was placed in the pericardial sac and the wound was opened and closed. The patient was hospitalized for an unspecified amount of time and has since recovered from the events. No further information was available at the time of this report.

Manufacturer narrative:
A2: date of birth: the date of the birth is an unknown day in april a4: weight: patient¿s weight is 3.980kg patient¿s height is 56.2cm g1: device manufacturer postal code: 7860 should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.